Event description:
Boston scientific received info that this pt experienced a syncopal episode resulting in a fall. Interrogation of the device revealed intracardiac noise on the right atrial (ra) and right ventricular (rv) leads. The noise was correlated with the pt's breathing patterns and was reproduceable with pt isometrics and pocket manipulation. Subsequently, the pt was seen for a routine follow up approximately one week later. The device was interrogated and additional troubleshooting did not reveal further observations of electrogram noise. Subsequently, the pt was presented to the electrophysiology lab, the pocket was opened and the terminal pins of the leads were found to be secured in the device. The terminal ends of the leads were removed from the device and tested through a pacing system analyzer (psa). All values were normal and no electrogram noise was observed. The physician elected to explant and replace the device. The chronic leads were attached to the replacement device and remain in service. No additional adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.